Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. The patient experienced inaccurate cgm values which occurred 5 days after the sensor had been inserted in the arm. On (B)(6) 2023, the patient reported the cgm reading was alerting him as low mg/d, no bg meter comparison was done at this time. The patient began self-treating by eating a cracker. During this process, the patient lost consciousness and fell. Due to the fall, the patient suffered a broken sternum. The patient was transported to the hospital by ambulance. The patient was unaware of who called the ambulance to assist him. He regained consciousness in the hospital. At this point, the cgm reading was 80 mg/dl and his bg meter reading was 57 mg/dl. The patient was treated with IV ¿sugar water¿. He was at the hospital for two days before he was discharged. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.